Manufacturer narrative:
International distributor performs own repair; part requested for return. Power supply. Intl customer; parts requested for return.

Event description:
The international distributor reported the ventilator would not operate on ac power. The service technician replaced the power supply to correct the reported problem. The service technician reported the ventilator then functioned to specifications. If a failure of the power supply occurs during use and the ventilator shuts down, an audible power fail alarm will activate.